Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The home patient (hp) had mentioned there was a kink on the bag near the port, and that he had fixed the kink. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp revealed that there was a kink on the bag near the port, and stated he had fixed the kink. The tsr assisted to troubleshoot the alarm, end therapy and remove the used supplies. The hp would start over with new supplies and would call back with any questions. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp, it was found that the issue was resolved and he resumed therapy without any problems. Per hp, he was not able find the cause of the alarm. The hp stated that he did not have any injury or harm as a result of this incident. The hp confirmed that he had notified the nurse. Per hp, he did not notice any loose connections, disconnections or defects on the supplies. Per hp, he is doing 'pretty well'. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.